Event description:
It was reported that a 66-year-old female underwent an idiopathic ventricular tachycardia (idvt) ablation procedure thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During a right idiopathic ventricular tachycardia case, a cardiac tamponade was discovered during ablation with an intracardiac echo. The bwi representative stated that there were no visible signs on the patient. The cardiac tamponade was confirmed by an intracardiac echo. The medical intervention provided was a pericardiocentesis and 450 cc's of fluid were removed. The procedure was aborted. The patient was reported to be in stable condition. The adverse event was discovered during ablation with stsf catheter. The physician¿s opinion on the cause of this adverse event was patient condition. The patient outcome of the adverse event was improved, stable. Patient stayed overnight to monitor potential effusion. The generator used in the case was smartablate. A transseptal puncture was not performed. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of steam pop. The event occurred during ablation phase. The irrigated catheter flow setting was the nominal settings. The correct catheter settings selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used was visitag with the visitag module parameters for stability used were 3,3,25 &3 with no additional filter used with the visitag and color options were used prospectively was fti. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).